Manufacturer narrative:
On 22-jul-2025, additional information was received indicating the patient fully recovered and was discharged from the hospital. There was no evidence of steam pop. Irrigation settings were set to: below 30w: 2ml/8ml, above 31w: 2ml/15ml. There were no issues reported with the carto 3 system. Additional concomitant products were reported and have been added to field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31541877l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that after pulmonary vein isolation (pvi) in an atrial fibrillation (af) ablation procedure with thermocool smarttouch sf catheter, the patient experienced blood pressure decrease, cardiac tamponade, and pericardial drainage followed by prolonged hospitalization in the critical care unit (ccu) for monitoring. Pvi and box isolation were performed for the af procedure, and the procedure was completed without any problems. Before removing the sheath, blood pressure had decreased, and upon checking for pericardial fluid with transthoracic echocardiogram (tte) and accumulation of pericardial effusion/cardiac tamponade was observed. After observing the progress for a while, pericardial effusion showed an increasing trend, so pericardial drainage was performed, and the patient will be monitored in the ccu. Physician's judgment on health hazard is that it was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product indicated that the cardiac tamponade occurred in association with the ablation procedure, but the timing or specific technique that caused it are unclear. Extension of hospitalization was reported. Visitag coloring setting was tag index. The additional filter in visitag was force over time (fot). No abnormalities observed prior/during use of the product. The patient did not require cardiac surgery. No issue was reported on the carto 3 system.